Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1: due to character limitations the full event site name is: (B)(6).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) tension spring and seal stem came out but the tether was not attached. Normally, the surgeon would cut this. The heartstring coil unraveled without having cut the blue suture first, while the anastomosis is ongoing. They held their finger over the hole in aorta while obtaining another heartstring device. Delay to open another device. No harm. Related complaint: trackwise (B)(4).

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6- patient code changed to 4582. The device was returned to the factory for evaluation on 11/08/2024. An investigation was conducted on 11/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact aortic cutter. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal was observed in an unraveled state, detached from the intact tension spring assembly. No other visual defects were observed. No measurements of the delivery tube were taken due to the presence of blood in the delivery tube, per requirement in ga000080 section 7.4.1. This requirement is currently being assessed under CAPA 1112811. Based on the returned condition of the device as well as the evaluation results, the reported failures "unraveled material" and "detachment of device or device component" was confirmed. The lot # 3000384620, history record review was completed. There was one (01) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.